Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00098. Patient had 3 leads (1 from lot ab1427 and 2 from lot ab1420) implanted as part of her axium drg system. It was reported the patient (B)(6) experienced overstimulation following an accidental hit to her backside. Diagnostics indicated high impedance readings. X-rays indicated one lead had migrated and one lead displayed a potential fracture. Surgical intervention was undertaken where per the patient's request all 3 leads were explanted and replaced.